Manufacturer narrative:
Although requested, the electronic data from the AED has not been returned to the manufacturer. The investigation remains open and the cause of the event is not known. Should additional information become available a follow-up MDR will be submitted.

Event description:
It was reported that during a rescue attempt on a female patient who was swimming, that the AED canceled a shock. It was reported that the patient was soaking wet and that this may have contributed to the event. It was reported that no shocks were delivered by the AED, and the patient was not resuscitated.

Manufacturer narrative:
Evaluation of the electronic data from AED sn (B)(4) reveals a rescue event on saturday (B)(6) 2018 lasting approximately 323 seconds and consisting of 6 analysis periods. During the 1st through 4th analysis periods, the AED encountered a significant amount of interference and motion upon the initiation of the analysis. In each instance, this caused the AED to restart the analysis period. In the 5th analysis period there were no artifacts and the AED was able to analyze the rhythm. The AED encountered a non-shockable rhythm and appropriately did not advise shock. In the 6th analysis the AED interpreted the undulating, erratic rhythm as potentially ventricular fibrillation, a shockable rhythm and appropriately a shock was advised. During the charging / confirmation phase, the AED encountered second-degree av block mobitz type 1, a non-shockable rhythm and appropriately canceled the shock. Examination of the history record for this event indicates there were no error or warnings present on the AED during and around this june 30th event and that the AED functioned as designed, no AED malfunctions were evident.